Event description:
Table slightly "airplaned" by crna, then table started to motorize and airplane further without controller being touched. Anm instructed staff to disengage electronic break, then release manual break which stopped further motion. Pt transferred to standard bed. No harm reached the pt. Table assessed - hand piece found to be broken